Manufacturer narrative:
Device evaluation: an unknown foreign material was reported on the transfer-filter-needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, five photographs and one chart were submitted for review by our quality team. The photographs included: a needle assembly without its packaging blister, a needle under high magnification, a needle with a dark-colored speck, a particle, and a needle hub. The accompanying chart did not provide any percentage match data, and as such, no definitive conclusions could be drawn from it. A device history record (DHR) review was completed for material number 305211, lot 4081139. The review did not identify any quality issues during the production of this lot that could be linked to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were found to be in compliance with specification requirements. Based on the photographic evidence provided, the reported condition was confirmed. However, in the absence of the physical sample, it was not possible to determine a probable root cause. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
We received a complaint with the following description: an hcp reported an unknown foreign material on the transfer-filter-needle (tfn).